Event description:
The customer reported the ventilator alarmed on startup due to a vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The manufacturers field service engineer evaluated the device and replaced the power supply to correct the reported problem. The device passed all manufacturer required testing.

Manufacturer narrative:
Conclusion / root cause: the second generation power supply was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).